Manufacturer narrative:
(B)(4). Evaluation summary: the device was received and evaluated. A review of the event log was performed. The following alarms were noted during the review: low ultra filtration (uf) alarm, check patient line (cpl) alarm, refill not finished alarm, check heater line (chl) alarm, and a slow flow heater alarm. A visual inspection was performed. Functional testing, electrical safety testing, calibration, and a simulated therapy were performed. The reported problem was determined to be caused by a software issue. The eproms of the device were reprogrammed to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) pro machine experienced an unspecified alarm. This occurred during the dwell step of peritoneal dialysis (pd) therapy. Patient connection at the time of the alarm is unknown. The patient stated that dwell was not able to continue. The patient then powered off the hc device, removed the cassette, and continued therapy using manual supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.